Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent stylet is confirmed; however, the root cause could not be determined. The product returned for evaluation was a groshong nxt clearvue catheter an inlaid stylet. No use residue was observed. A bend was observed near the distal end of the stylet. Microscopic inspection of the sample confirmed the bend in the stylet but otherwise was unremarkable. Although a bend was observed in the stylet, the root cause of the bend could not be determined. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. Evaluation findings are in section h.11.

Event description:
It was reported by the customer when the product is unpacked, the supporting guidewire inside the catheter is dead folded, making the catheter unusable (B)(6) 2024 - the customer reported the guidewire was bent however a stylet was returned for evaluation and found to be bent.